Event description:
It was reported that this patient's right knee was revised approximately 8 years 6 months post initial operation. The patient returned to surgeons office with complaints of stiffness, pain, and dissatisfaction with their total knee replacement. The patient has a recalled polyethylene implant. Surgeon performed a tibial polyethylene implant swap and a patella implant swap. Patient was last known to be in stable condition following the event,

Manufacturer narrative:
D10 concomitants: (B)(6) 02-010-03-0320 - logic cr femoral cem, right, sz 2. (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.